Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that this type of event may occur. Under precaution it states, "instruments that have experience extensive use or excessive force are susceptible to fracture".

Event description:
It was reported that during inspection the threads of the inserter were noted to have been damaged. There was no patient involvement or delay in a procedure reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed some wear on the lead thread of the distal threads. However, the threads were still conforming based on a go/no go gauge and appear to be functional. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.